Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported using for the first time his freestyle freedom meter which did not turn on after the test strip insertion. He also reported losing consciousness, but no other symptoms were reportedly experienced prior to the loss of consciousness. The paramedics were called and he reportedly received glucose through an intravenous medication. There was no report of medical diagnosis for severe hypoglycemia. There was no report of death or permanent impairment associated with this event.